Manufacturer narrative:
The insulin pump had missing segments due to cracked zebra connector on lcd board. The pump had a cracked reservoir tube lip noted. The insulin pump passed prime/ compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a display anomaly and high blood glucose. The blood glucose at the time of the incident was 290 mg/dl. The customer states there are missing segments on the screen. The customer has treated the high blood glucose with manual injections. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.